Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler did the stapling without problems, and at the end of the surgery, when reviewing the stapling, the surgeon noted that at the first stapling the staple was fully opened, and had to manually sew. There was no harm to the patient, only exposure to the risk of fistula, if the problem was not observed.